Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen. There was blood and contrast present in the balloon folds. The balloon was tightly folded and there was tip damage to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.